Manufacturer narrative:
Internal report reference number: (B)(4). Outcomes attributed to adverse event: adverse event report is being submitted due to customer contacting paramedics due to meter error. Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-062: user had poor technique. Manufacturer contacted customer in a follow-up call on (B)(6) 2023 to ensure the customer's condition had improved - able to establish contact with customer who stated she did not currently have any diabetic symptoms. No medical intervention since the last call was reported. Manufacturer contacted customer in a follow-up call on (B)(6) 2023 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.

Event description:
Consumer reported complaint for error messages (e-2, e-3, e-5 and e-6). At the time of the call the customer reported symptoms of chest pain and a headache. Customer stated that she had obtained the e-2 error on the morning of (B)(6) 2023. Customer stated when she attempted to test again she had obtained the e-5 and e-6 errors. D ue to the e-5 error, customer became concerned her blood glucose was very high, customer stated she had taken her insulin and her nephew had called 911. When the paramedics arrived they had tested customer's blood glucose and had obtained a result of 47 mg/dl. The diagnosis was low blood glucose and customer had eaten a peanut butter and jelly sandwich while the paramedics were there. Paramedics had asked customer if she wanted to go to the hospital and customer had declined. Paramedics had tested customer's blood glucose prior to leaving and had obtained a blood glucose test result of 238 mg/dl non-fasting. Customer stated she also had a headache at that time. During the call, a blood test was performed by the customer and produced e-0 error using true metrix meter. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 04/13/2023 and open vial date is 01/05/2023.

Manufacturer narrative:
Sections with additional information as of 27-feb-2023: h6: updated FDA¿s type, findings and conclusions codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications.